Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the driving cap f/insertion handle was broken from the distal tip, fragment is stuck in the insertion hole of the mating device insert-handle radioluc fem recon nail. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap f/insertion handle would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: connector for insertion handle, verbindungstueck f/zielbuegel, se_380067, rev. O current / rev. N manufactured dimensional inspection: n/a. H4, h6 part #: 03.010.523, lot #: 712p641, manufacturing site: jabil bettlach, release to warehouse date: 08, june 2022, a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint has been reviewed, and the driving cap/threaded was found to be not reportable. After receipt of additional information, it was clarified that this part was involved in a similar event on a different date than the one captured on the initial report. The driving cap/threaded involved in this event is reported on mwr# 8030965-2023-01898. The newly reported event is captured in mwr# 8030965-2023-11605.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only the event year is known. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united arab emirates as follows: it was reported that during a procedure on an unknown date, the threaded driving cap broke from the threaded tip inside the insertion handle while applying the hammer for nail insertion. The devices were from the frna system. There was no delay due to the event, and the procedure was completed successfully. There were fragments generated, and they were easily removed without additional intervention. There was no patient consequence, and no other medical intervention was required. This report involves one driving cap/threaded. This is report 2 of 2 for (B)(4).